Event description:
The chair's leg section was rotated in the out position. Obese pt attempted to access the chair, lost her balance, and hit her calf against the leg section, causing a cut. The pt received stitches to close the cut.

Manufacturer narrative:
Images of the leg section were received and evaluated. A repair team was immediately sent to remove any sharp edge. Further action was immediately undertaken to ensure that any potential for a sharp edge was eliminated from the product design.